Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, around 12:30 am, the patient's new sensor finished its warm-up period and the cgm value was 200-300 mg/dl. No bg meter comparison value was taken. The patient was wearing an omnipod insulin pump and the pump administered additional insulin for the elevated cgm value. At an unspecified time later, the patient¿s cgm was reportedly reading 30 mg/dl. However, the cgm device cannot provide a numerical value below 40 mg/dl. The patient self-treated the 30 mg/dl (specifics were not provided). At an unspecified time later, the patient¿s cgm value was ¿high¿ (no specific value was reported) and this is when the patient experienced a seizure. Emergency medical services (ems) was called. Once ems arrived, no cgm or bg meter readings were reported. Ems treated the patient with nasal glucagon. At an unspecified time after treatment, the patient¿s bg meter reading was 72 mg/dl while the cgm was reading low. The patient was taken to the emergency room (ER). At the ER, the patient¿s bg levels were monitored and it was found that the cgm was ¿60 points off¿ from the patient¿s bg meter readings. The patient was treated with tylenol due to a headache post seizure and was then discharged after approximately three hours. The patient was still ¿not feeling good¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.